Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found a foreign material inside the nozzle. This condition attributed to insufficient cleaning, handling issue. Due to foreign material, irrigation error occurred. Furthermore, the following defects were identified during device inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value. The angle wires were found stretched. Due to wear of angle wire, the play of up/down knob is out of the standard value. Light guide (lg) has a crack. Scratch found on switch 2 and 4 (sw2, sw4), protector of universal cord on s-connector side, protector of universal cord on control section side, flexibility adjustment ring, right/left knob, scope cover (s-cover), switch box, grip, control unit, forceps elevator, forceps knob, up/down knob, connecting tube forceps channel port found shaved. Paint on suction cylinder and air/water (a/w) found peeled. Universal cord has a wrinkle. Adhesive on a-rubber (bending section) has a crack. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
During an asset return with inspection request from the customer, foreign material was found inside the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (insufficient cleaning (handling problems) identified during device return evaluation. There is no patient involvement associated on this reported event. No harm was reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities." "[Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.